Manufacturer narrative:
H4: the device was manufactured from april 8, 2020 - april 9, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling. The set was filled with 5-fluorouracil using a syringe. It was further reported that the device was partially severed at the level of the filling cap in which the solution leaked through the break. There was no patient involvement. No additional information is available.